Event description:
It was reported to philips the device will not shock and causes shock equipment malfunction error found during servicing. There was no patient involvement. A philips repair bench technician confirmed the issue. The issue was traced to a faulty therapy pca and capacitor. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca. The repair bench technician replaced the therapy pca and capacitor. The device passed all performance assurance tests and was returned to the customer. Multiple parts were replaced by the repair bench technician, we are unable to determine the cause of the reported symptom as more than one part was replaced.